Event description:
Customer stated that the glucose strips have an expiration date of 7/31/2006 but sap states the expiration date is 5/31/2005. Request made for the return of the strips for evaluation. Replacement product was sent.